Event description:
It was reported that during an unknown procedure, the laparoscopic clamp doesn't catch the clips well. Another like device was used to complete the procedure. Surgery was prolonged one minute. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: did the clips stay in the jaws prior to firing? Yes. Were the jaws damaged? No. Were the clips formed? Yes. Were the clips placed on the tissue? Yes. Did the clips stay on the tissue? Only once had difficulty in tissue the analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.